Event description:
Reporter indicated a pt's vns was interrogated and found to be at unintended settings. The vns settings were reprogrammed back to the intended settings. It is suspected an interrupted vns systems diagnostics test occurred that changed the pt's settings. Attempts for vns programming history are in progress.